Event description:
It was reported that pump experienced malfunction alarm with code 9, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance, and malfunction did not recur; customer was advised to continue using pump and to call back if malfunction occurred again.